Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height railing had broken. A field service engineer (fse) had found that the rails were physically damaged. The fse replaced the rails, and once completed, the drawer was reseated in the cabinet. The hardware was then rebooted and tested, and it performed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height railing was broken, and the drawer was not closing smoothly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.